Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/17/2023, it was reported by a sales representative via sems-06404577 that an ar-9625 3.0 mm hex driver tip broke off. This occurred during a reverse total shoulder on 11/15/2023 where the tip had to be left in the patient.

Event description:
Additional information was provided on 11/22/2023 where it was stated that this event occurred during a reverse total shoulder on (B)(6) 2023. The screwdriver tip broke off in surgery. The doctor was forced to leave the tip in the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned 3.0 mm hex driver, had broken. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head. Functional testing was not performed due to the damaged distal tip of the device.